Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result of checking the log, it confirmed that there was a record of the occlusion alarm occurred during priming or pump use. Functional testing was performed but the customer's problem was not duplicated. The pump's downstream sensor was within specification. There was no device problem found. The downstream occlusion sensor seal/sensor was preventatively replaced and re-calibrated.

Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that high-pressure alarm occurs frequently. The fault occurred, during infusion. There was known patient involvement. And no patient harm/adverse event reported.